Manufacturer narrative:
(B)(4). The cause of the leak was reported to be due to the heater bag disconnecting from the heater line, but because the device was not received for evaluation, the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a heater bag disconnected from the heater line of the cassette resulting in a leak. This occurred during dwell two of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the disconnection. The technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.